Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received indicates that during and after the surgery, the patient's condition was stable and without any additional complications, although as reported in the respective news report, fragments of the strawberries remained inside the patient's spinal canal, but even so, the rhyming was performed in the spinal canal and the procedure was successfully completed. No further surgical or medical intervention was necessary for what happened. The broken fragments of the strawberries were retained inside the patient's spinal canal at the time the rhyming was performed and another additional surgical intervention was not necessary to remove them, since by indication of the specialist it would not be possible to remove these fragments inside the canal.

Event description:
It was reported that on (B)(6) 2024, during spinal canal reaming the 14.5mm reamer head broke. Then another 15.0mm size reamer head was used for reaming and that also broke at the time of being removed after finishing the reaming in the medullary canal. The fragments were generated inside the medullary canal from these two broken reamer heads and could not be removed. The reaming was achieved in the spinal canal and the surgery was successfully completed. There was no surgical delay. This report is for one (1) 14.5mm reamer head for ria 2 sterile. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H6: photo investigation: the device associated with this report was not returned to depuy synthes for evaluation. The photographs provided were reviewed, however in the images provided no observations pertaining to the nature of the reported event could be identified. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs attached don¿t have any evidence to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part# 03.404.025s. Lot # 6914p60. Manufacturing site: werk selzach logistik. Supplier: (B)(4). Release to warehouse date: 29 jun 2023. Expiration date: 01 jun 2033. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.